Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported hearing a noise from the roller pump. The user attempted to reload the tubing into the tube clamp but the noise continued. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.